Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). This investigation determined that the original reported issue of "the customer reported that their device would not power on with ac or dc power. There was no report of any patient use associated with the reported issue." Was incorrect. The third party service agent who initially reported the device issue sent the complaint information pertaining to a different device investigation (3015876-2015-01091), which has been reported separately. The issue with this device (sn - (B)(4)) is not considered reportable to FDA. No further investigation will be performed on this device.